Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported that the customer's blood glucose was 437 mg/dl this morning. Customer took 9 units of insulin. Customer's blood glucose was at 265 mg/dl and got another 0.8 bolus. The pump was suspended at 67 mg/dl and there was no response for 2 hours. Customer restarted basal of 1.0 unit per hour. Customer's father stated that he needed assistance with the upload but the call was disconnected.